Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-21739. The patient received two occipital (off-label) leads with the same lot number. It was reported the patient's ipg is not functioning. The patient discontinued charging the ipg approximately two years ago due to pocket heating (reference MFR. Report: 1627487-2012-10366). Additionally, the patient reported experiencing ineffective stimulation since implant. The patient is requesting a system explant.